Event description:
It was reported that the issue with air hose connector occurred. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The field service engineer (fse) has investigated the reported ventilator on-site. The fse replaced the air hose to resolve the issue and sent back for further investigation. After the replacement, the ventilator passed all functional and safety tests and was cleared for clinical use. The air hose has been returned and the connector has been tested. It was possible to confirm that the air hose connector was easy to be separated from the hose. A similar investigation by the supplier for the same batch of hoses concluded that the first potential root cause identified was that the hose barb on the fitting for ohio medial pn if-fmia-hb4-el measured undersized when compared to other fittings. The fitting used for the impacted hose is a purchased component. The second root cause identified was that the hose crimps were subjected to wear overtime through use. The ventilator will switch to 100% o2. However, the worst case is that both hoses get ruptured at the same time then it will lead to a stop of ventilation.

Event description:
Manufacturer's ref. #: (B)(4).